Manufacturer narrative:
Insulin pump was received with a no motor movement or negligible alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test or verify an error in the motor was detected by reading unexpected value from hall sensor error alarm and this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement due to no motor movement or negligible alarms. The insulin pump passed the self test, sleep current measurement, and the active current measurement. All operating currents are within specific . And no unexpected low battery alerts, power loss, or failed battery alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had two pump error with failed battery test. Customer¿s blood glucose was unknown. Troubleshooting was performed for pump error and the customer stated that they were unable to rewind the insulin pump. The insulin pump will return for the analysis.